Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test at 0.08720 inches. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump alarmed multiple no deliveries. The customer's blood glucose was over 800 mg/dl at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot. The insulin pump was returned for analysis.